Event description:
Pt admitted to hosp 5/19/97 with abdominal pain. Husband thought "a virus". Pump read res vol 74, but IV was "bone dry." Last bag change 5/13 per husband (250 cc bag). Screens confirmed lli, res vol 74, 20mg/ml ms, 32mg/ml 10mg dose of 60 min, 1 dose 1 hr, 3 doses given. Pt husband independent in bag change x 1 year. Pump brought back for exam no problem noted. Bag not available for inspection (and tubing). No problem found with compounding and narcotic inventory. Unable to confirm possible leak in bag and antisiphon valve was in place. Pump sent to MFR for eval after above confirmed. Pt returned home on confirmed therapy without further complications. Md felt symptoms due to narcotics withdrawn. Received ms while in hosp without result.